Event description:
A post-mod glucose customer obtained eleven (11) glucose (glucm) results that were considered questionable by the customer, generated by the unicel dxc 800 pro synchron chemistry analyzer. Results were reported out of the lab. The laboratory information system (lis) has a rule set in place to determine which result for each glucose run in duplicate mode will be reported. In this event, the customer did not know which of the duplicate results were reported but did verify no results were questioned by the physicians or amended. Five (5) of the results were within the beckman coulter within-run precision claim. One (1) sample was questioned by the laboratory for clinical significance but confirmed with physician that there was no effect on patient treatment.

Manufacturer narrative:
Customer did not provide patient information for age, birthdate, sex, and weight. Samples were serum and run in a microtube container. Calibration is performed every 8 hours with qc checked after. Customer had replaced the mc sample probe prior to bci field service engineer (fse)'s arrival upon noticing gel in the probe due to sample integrity issues. Fse performed mc sample probe alignment to the center of the cup to eliminate splattering seen around top of glucose cup. Root cause appears to be due to alignment, tube gel and sample integrity issues.